Manufacturer narrative:
The device was returned with no complaints due to patient death. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Failure event observed during analysis. A long charge time notification was noted. The long charge time occurred during a capacitor maintenance and is not associated with the patient death. A capacitor maintenance was performed in the lab and the long charge time could not be reproduced. The cause of the long charge time could not be determined.

Event description:
This report is to advise of an event observed during analysis.